Event description:
It was reported that a patient underwent a robotic ventral hernia repair procedure in (B)(6) 2014 and mesh was implanted. The mesh was delaminating when it was inside the patient. A second like device was opened. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: one section of explanted delaminated mesh was examined under a stereomicroscope. The orc component was separated and stained with blood and/or tissue remains. The soft mesh component was separate with small fragments of the pds film layer attached. The mesh component had no visible physical or deformation damage present. The circumstances and force required to cause the delamination could not be determined.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.